Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('on the left with low back pain radiating to the left iliac fossa') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), discomfort ("feeling of discomfort ("inflammation") on the left"), inflammation ("feeling of discomfort ("inflammation") on the left"), myalgia ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)"), tendon pain ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)") and menopausal symptoms ("she is also in an context of pre-menopause with irregularity of her menstrual cycle"), 8 years 1 month after insertion and 1 day after removal of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, discomfort, inflammation, myalgia, tendon pain and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for back pain, discomfort, inflammation, myalgia and tendon pain with essure. The reporter considered menopausal symptoms to be unrelated to essure. The reporter commented: device samples are available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('on the left with low back pain radiating to the left iliac fossa') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), discomfort ("feeling of discomfort ("inflammation") on the left"), inflammation ("feeling of discomfort ("inflammation") on the left"), myalgia ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)"), tendon pain ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)") and menopausal symptoms ("she is also in an context of pre-menopause with irregularity of her menstrual cycle"), 8 years 1 month after insertion and 1 day after removal of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, discomfort, inflammation, myalgia, tendon pain and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for back pain, discomfort, inflammation, myalgia and tendon pain with essure. The reporter considered menopausal symptoms to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('on the left with low back pain radiating to the left iliac fossa') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), discomfort ("feeling of discomfort ("inflammation") on the left"), inflammation ("feeling of discomfort ("inflammation") on the left"), myalgia ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)"), tendon pain ("migratory muscle-tendon pain (pain in the hamstrings, adductors, ankle)") and menopausal symptoms ("she is also in an context of pre-menopause with irregularity of her menstrual cycle"), 8 years 1 month after insertion and 1 day after removal of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy with coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, discomfort, inflammation, myalgia, tendon pain and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for back pain, discomfort, inflammation, myalgia and tendon pain with essure. The reporter considered menopausal symptoms to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Sample received at quality unit: yes. Date sample received: 2020-10-29. Two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.